Event description:
It was reported that the insulin pump had alarmed for a low battery in less than one week of the battery life. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected low battery alarm was noted. The device had a cracked display window and cracked reservoir tube lip.